Manufacturer narrative:
Evaluation of the returned catheter revealed that the complaint could not be duplicated. Functional testing revealed the catheter met all specifications. No anomalies were found with this catheter. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. (B)(4).

Event description:
It was reported, the catheter handle leaked.